Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system would not boot up. There was no pt injury or death reported.